Event description:
Home patient contacted baxter's technical service center (tsc) for assistance during treatment using the homechoice device. Reportedly hp was having trouble getting the heater bag to fill. In attempt to remedy the issue, home patient unspiked the heater bag from the homechoice set, and unspiked the last supply bag from the homechoice set. Hp then preoceeded to connect the last supply bag to the heater line of the homechoice set. Upon notification of this, the operational service representative (osr) instructed hp to end homepatient's current homechoice treatment, and to finish therapy with manual exchanges. Nurse will reinstruct hp on proper procedures. Per nurse, no patient injury or medical intrevention associated with this incident.